Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient underwent a procedure to explant the distal ends of the extension due to infection. No further information was provided by the physician, despite good faith efforts. Physical analysis of the device could not be conducted, as it was disposed of by the facility.